Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would randomly freeze and go to a blue screen. When rebooting the cns it would launch the cns application, work for a couple of minutes, and then freeze again. Technical support (ts) advised the bme that a new hard drive could resolve this issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Freezing and blue screening is commonly related to hard drive failure. Hdds are electronic components that may deteriorate over time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drives replaced. Sometimes a hard drive can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid) - which puts multiple hard drives together to improve performance).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would randomly freeze and go to a blue screen. When rebooting the cns it would launch the cns application, work for a couple of minutes, and then freeze again. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will freeze randomly and goes to a blue screen. The bme reports that when they rebooted the cns that it will go to the application, work for a couple of minutes and then it will freeze again. No patient harm was reported. Nihon kohden technician advised the bme that a new harddrive could resolve this issue but the bme said the device is under warranty with a different company so the bme will have go through them to see what they can do to resolve the issue. No further information or complaints of this type for this device have been received to date.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.